Manufacturer narrative:
Initial and final MDR 1876031- MDR 3003442380-2024-05111- device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusions set fell off due to which hypoglycemia occurs within 1 day of use. High blood glucose level was 60 mg/dl. He replaced infusion set and resumed insulin successfully. No further information was available.